Manufacturer narrative:
A bci field service engineer (fse) flushed the probe vacuum chamber. Fse performed probe flush and probe wash collar procedure. A clear root cause can not be determined for this event.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to clenz fluid leak on top of the tubes and cassettes on unicel dxh 800 coulter cellular analysis system. The operator was wearing gloves, eye protection, and scrubs. No death or serious injury associated with this event. No exposure to open wounds or mucus membranes. Operator did not seek medical treatment.